Event description:
It was reported that the patient had an alarm the week prior but did not remember for what. Log files captured 120 pulsatility index (pi) events on (B)(6)2024. The alarm from the previous week was reported to be a low flow alarm. A computed tomography angiography (cta) confirmed an increasing peripheral thrombus in the proximal outflow graft that caused up to 60% narrowing of the lumen. The patient went to the operating room on (B)(6)2024 for relief of extrinsic outflow graft obstruction (eogo). Flows increased to 3.5-4.5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected and has been estimated. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were available for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2024; however, the alarms were reportedly due to eogo and resolved with surgical relief of the eogo. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that additional log files were submitted for review following the patient experiencing a brief loss of consciousness while sitting up on (B)(6) 2024. No alarms were noted on interrogation. Log file analysis captured low flow estimates as well as sustained low flow hazard events when pi was elevated.